Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few weeks post-device changeout, high rv (right ventricular) defibrillation coil impedance was noted. The patient was setup for a lead revision, with the lead apparently still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the physician's office indicating the lead remains in use.